Manufacturer narrative:
G4: 07may2020. B4: 08may2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no apparent issues. The touchscreen was subjected to multiple tests; however, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019, date of report: 09/13/2019.

Event description:
Defect on arrival, screen no functioning. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 04dec2019. Date of report: 05dec2019. The manufacturer¿s customer service specialist confirmed the reported issue. A credit was issued to the customer. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.